Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap appendectomy. According to the reporter: after entering the abdomen with the first visiport, the trocar entered the aorta. At this time, the procedure was switched to an open procedure. Operating room time was 2 hours. Doctor stated that there was a defective in the fascia layer that she did not see it and that is why she continued to go into the abdomen and at that point hit the aorta. Pt was reported fine and was discharged on (B) (6) 2010.